Manufacturer narrative:
No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Legal matter.

Event description:
Patient was revised due to recurrent dislocations.

Manufacturer narrative:
An event regarding dislocation involving a trident ceramic head was reported. The event was confirmed. Method & results: device evaluation and results: all devices were accepted into final stock with no reported discrepancies. Medical records received and evaluation: review of medical records by a consulting clinician concluded: "these factors suggest that instability of the left total hip arthroplasty was not the result of factors of faulty implant component design, manufacturing or materials.¿ device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the event was confirmed however the root cause of the reported event was not determined. Per medical review by consulting clinician: "these factors suggest that instability of the left total hip arthroplasty was not the result of factors of faulty implant component design, manufacturing or materials.¿ no further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient was revised due to recurrent dislocations.